Event description:
It was reported that the motor device was "running hot". The reported event did not occur during surgery. There was no patient involvement reported. There were no injuries reported, medical intervention or prolonged hospitalization reported. No additional information was provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device passed all operational specifications. Therefore, the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.